Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a 25mm valve implanted in an unknown position has been placed under consideration for a valve-in-valve procedure due to degeneration after an implant duration of approx. 12 years and 5 months. As reported, the valve was sclerotic. A 26mm sapien3 valve was planned to be used within the edwards device.

Event description:
Edwards received notification that this 25mm valve implanted in aortic position underwent a valve-in-valve (viv) replacement due to degeneration with sclerotic leaflets (thickened and immobile) leading to stenosis after approximately 12 years and 5 months of the implantation. The physician did not feel that this valve failed prematurely. A 26 mm transcatheter valve model sapien 3 was successfully implanted within the surgical device. The patient was doing well.

Manufacturer narrative:
H11. Corrected data: updated b5, f10, and h6 method code. Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.